Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was shearing. The following information was provided by the initial reporter: material no: 382644 batch no: 9021584. It was reported that when nurse went to place the IV it would not thread and when she pulled it out the catheter was sheared. Per description: when she went to place the piv it wouldn't thread and when she pulled it out the catheter was sheared. Nurse said she did not recannulate.

Manufacturer narrative:
H.6. Investigation: bd received a used 18 gauge insyte autoguard blood control unit from lot 9021584 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing about half an inch from the tip. The needle also appeared to be slightly bent. The catheter tip was inspected and found to be acceptable and within product specifications. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit appeared to have been used and wasn't returned inside its original packaging a definitive root cause for the observed damage could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was shearing. The following information was provided by the initial reporter: material no: 382644 batch no: 9021584. It was reported that when nurse went to place the IV it would not thread and when she pulled it out the catheter was sheared. Per description: when she went to place the piv it wouldn't thread and when she pulled it out the catheter was sheared. Nurse said she did not recannulate.